Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness, with fainting/syncope for three consecutive days. The patient was subsequently hospitalized and developed palpitations, with chest discomfort. It was reported that the right ventricular (rv) lead was suspected to be fractured. It was also reported that the rv lead exhibited unstable thresholds and therefore, the right ventricular capture management (rvcm) was programmed on to adapt. Subsequently, while sleeping each night for three consecutive nights, the patient had convulsions and went into cardiac arrest, while the rvcm was running. It was further reported that, diagnostic testing/trouble shooting was performed that determined that both, while rvcm was running and/or the patient changed postural position, the rv lead exhibited a rise in threshold and failure to capture, even during back up pacing. It was further reported that the polarity of the rv lead was changed. No further patient complications have been reported as a result of this event.